Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did not blink when it was connected to the sensor. Customer's blood glucose was unknown. Electrode was missing when the sensor was removed from the body. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. The introducer needle passed per specifications.